Manufacturer narrative:
The lens was received and inspected under illuminated 10x magnification. Results show a torn optic and both haptics damaged. Prior to release to the market the lens met all manufacturing specifications. While we were unable to determine the origin of the damage, our observations reasonably suggest that it is not manufacturing related. Due to the condition of the returned lens, the damage was most likely caused by the customer and it is unlikely that the device contributed to the event. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
The account reported the intraocular lens was implanted and then removed in the same surgery. The haptic was bent but it was not noticed until after implanted into the eye. The incision was enlarged without injury to the patient. Stitches were placed to close the enlarged incision.